Manufacturer narrative:
The service engineer (se) noted that the device was tested with a good/functional front bezel, and the issue was remedied. The se further reported that all functional testing was performed on the device, and testing passed. A quote was provided to the customer for the repair of the device. The device has not been returned to service at this time.

Manufacturer narrative:
The service engineer (se) replaced the front bezel to resolve the reported navigation ring issue. A performance verification test was performed, and the calibration and safety testing were completed; all results were within specification. The system meets the specification for the service performed and is returned to use.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that was not responding. There was no patient involvement when the issue occurred. There was no patient or user harm reported. While servicing the device, the se reported that the navigation ring could not change selections, but the inner tick button worked to select options. The se noted that the device does not make changes when "not being touched." The se noted that the front bezel required replacement.